Event description:
It was reported that this patient received inappropriate shocks on two separate occasions. System evaluation noted noise and t-wave oversensing. The second event identified the first shock induced ventricular fibrillation and the second shock converted the arrhythmia. Shock impedance measurements were noted to be high, but not out of range. A boston scientific technical services consultant discussed further troubleshooting and programming options for this patient. No adverse patient effects were reported. This supplemental report is being filed to update the additional manufacturing narrative. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks on two separate occasions. System evaluation noted noise and t-wave oversensing. The second event identified the first shock induced ventricular fibrillation and the second shock converted the arrhythmia. Shock impedance measurements were noted to be high, but not out of range. A boston scientific technical services consultant discussed further troubleshooting and programming options for this patient. No adverse patient effects were reported. This supplemental report is being filed to update the additional manufacturing narrative. No adverse patient effects were reported. It was reported that good shock impedance measurements were noted via remote monitoring data. However, in clinic testing produced an alert with an out of range measurement of 210 ohms. Additionally, review of some past delivered shocks showed impedance measurements between 183 ohms and 192 ohms. It was noted that this patient has a higher body mass index (bmi). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks on two separate occasions. System evaluation noted noise and t-wave oversensing. The second event identified the first shock induced ventricular fibrillation and the second shock converted the arrhythmia. Shock impedance measurements were noted to be high, but not out of range. A boston scientific technical services consultant discussed further troubleshooting and programming options for this patient. No adverse patient effects were reported.